Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5: good faith effort confirmed this was a rv lead, not ra lead.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that this was a right ventricular (rv) lead, and this rv lead explanted and replaced due to high thresholds. No additional adverse patient effects were reported. It was noted that the hospital will handle product return.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.